Manufacturer narrative:
(B)(4).

Event description:
The complaint states that an error icon was reported. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.